Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the rad-8 is providing intermittent readings. Additional information received indicated that the device was giving intermittent readings during preparations. The device was able to actively engage in monitoring activities in this failure mode. No patient involvement.